Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
It was reported that diagnostics indicated that the patient received the elective replacement indicator. It is unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.